Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pacing threshold was noted on this right ventricular (rv) lead the day after the implant. It was noted that the lead appeared to be pulled, but not dislodged. A revision took place and the pacing thresholds appeared normal after the procedure. No additional adverse patient effects were reported.